Manufacturer narrative:
Findings: pump had cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window. Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump uploaded properly using care link pro and all bolus data recorded properly on data report. No history anomaly noted. No loss of data anomaly or missing reading anomaly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not store all of their blood glucose readings. Customer's blood glucose was unknown at the time of incident. The product will be returned.